Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resolved the alarms by disconnecting the tubing from the infusion site and reconnecting. System check could not be performed as the events occurred in the past.